Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had trouble with the sensors and blood glucose readings. The customer stated that the sensors were reading 44 or 50, and the blood glucose reading was 73 or 80mg/dl. The customer stated that her blood glucose kept dropping and her husband called the paramedics; then she was hospitalized due to low blood glucose over 20mg/dl. The customer stated that her blood glucose was high at mid day, and the insulin pump was on square bolus, then she gave herself insulin as she was high. No further information was provided.